Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the infusion set did not go in right, customer did not receive any insulin. Customer's blood glucose was 440 mg/dl. After troubleshooting, customer was advised the infusion set will be replaced. Customer will not be returning the device for analysis.